Manufacturer narrative:
Reference: (B)(4). *investigation: x-initiated manufacturer's investigation. X-inspect returned samples. *analysis and findings: a review of the device history record for lot no. 293-18 was made under wo 241314 indicated that the units were released meeting all quality release specifications at the time of manufacture and did not reveal any abnormalities. The complaint unit was returned, however the small piece of plastic was lost as indicated in the complaint initiation. It is unknown is the small piece of plastic found by customer matches that of the ultem cup. A previous investigation affirmed by the resident cmo that it is possible to have small pieces separate from cup to occur while using the device along with electrocautery devices when the user maintains the energized electrocautery tip against the cup for a time longer than necessary to separate the tissue. The evidence on the koh-efficient cup is not out of the ordinary and commonly found on other used devices and may be attributed to incorrect user technique. This device is OEM manufactured for csi which sends it to another outside contractor for sterilization and distributes it from fg warehouse trumbull. All devices are 100% inspected by the OEM before being shipped to csi in trumbull, CT. *correction and/or corrective action: corrective action is not warranted as this event result has been acknowledged as normal occurrence by the csi resident cmo. Per the ufmea (rmf0004-ufmea) the rpn number associated with small pieces separating from cup is at 108, and is not subject to further review and analysis per sop-eng-322. This complaint will be monitored for trending. *was the complaint confirmed? Yes. *preventative action activity: coopersurgical will continue to monitor this complaint condition for any trends.

Event description:
Per e-mail report - : "a piece of plastic form the cup has detached during the procedure and fell into the patient abdomen". Ref: (B)(4).

Event description:
Per e-mail report - : "a piece of plastic form the cup has detached during the procedure and fell into the patient abdomen." Ref (B)(4).

Manufacturer narrative:
Investigation: x-initiated manufacturer's investigation . X-review DHR. X-inspect returned samples. Analysis and findings: (B)(4). Was the complaint confirmed? Yes. A review of the device history record for lot no. 293-18 was made under wo (B)(4) indicated that the units were released meeting all quality release specifications at the time of manufacture and did not reveal any abnormalities. The complaint unit was returned, however the small piece of plastic was lost as indicated in the complaint initiation. It is unknown is the small piece of plastic found by customer matches that of the ultem cup. A previous investigation affirmed by the resident cmo that it is possible to have small pieces separate from cup to occur while using the device along with electrocautery devices when the user maintains the energized electrocautery tip against the cup for a time longer than necessary to separate the tissue. The evidence on the koh-efficient cup is not out of the ordinary and commonly found on other used devices and may be attributed to incorrect user technique. This device is OEM manufactured for csi which sends it to another outside contractor for sterilization and distributes it from fg warehouse trumbull. All devices are 100% inspected by the OEM before being shipped to csi in trumbull, CT. Correction and/or corrective action: corrective action is not warranted as this event result has been acknowledged as normal occurrence by the csi resident cmo. Per the ufmea (rmf0004-ufmea) the rpn number associated with small pieces separating from cup is at 108, and is not subject to further review and analysis. Preventative action activity: coopersurgical will continue to monitor this complaint condition for any trends.

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported complaint condition. Once the investigation is completed a follow up report will be filed.

Event description:
Per e-mail report : "a piece of plastic form the cup has detached during the procedure and fell into the patient abdomen" ref e-complaint: (B)(4).